Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the followings in the evaluation of the subject device. Dent on the distal end cover. Crack of the glue on the bending rubber. Three cracks on the light guide lens. Dent in the instrument channel. Scratches around the entrance of the suction cylinder. Scratches around the entrance of the suction connector. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction connector on the endoscope connector of the subject device tested (B)(6) for (B)(6). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings and it was judged that the subject device needed repairing. Missing part of the glue on the bending rubber. Cracks on the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.